Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The spinal clamp was confirmed to require replacement. The suspect part has not been returned to the manufacturer for evaluation. No parts have been returned to the manufacturer.

Event description:
A site representative reported that while outside of procedure, the spine clamp on the navigation was broken. The clamp required replacement. There was no patient present when this issue was identified. No additional information was provided.